Manufacturer narrative:
Investigation results: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
It was reported that the bd needle sftygld 25x1 rb broke. The following information was provided by the initial reporter: material#: 305916, batch#: rehz0309. Rcc received a complaint via email. Incident or problem information. Mdip reference number (ID): (B)(4). Date of incident: on (B)(6) 2025. Level of harm: optional report to cmdsnet (health canada): incident details: upon drawing up pentacel vaccine, as I added the diluent to the vial, it bubbled near the connector at the hub and dripped on my hand. I was unable to get the dose out of the vial therefore withdrew the needle and as I moved the safety up to cover the needle tip the needle broke apart at the hub sticking straight out. Device information: device name/description: needle hypodermic safety 25ga x 1 in. Manufacturer: becton dickinson canada inc. Manufacturer code/model: 305916. Serial or lot number: (B)(6). Device expiry date: 2027-12-31. Supplier: (B)(4). Supplier catalogue number: 308-305916. Was the device retained? No. No serious harm was reported.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.